Event description:
A doctor warned one of the clinical chemists at the hospital that a sample had been measured from which the result was too low (ph=7.25) compared with the status of the patient. A new sample was drawn and measured again. The result this time was much higher (ph=7.44). An inspection of the patient log revealed that a sample with error messages was measured and that all samples measured after this incident gave a result for ph 7.15-7.26. It is believed that a sample analyzed prior to these measurements left a small clot in the ph measuring chamber. The clot has possibly been positioned in the ph chamber during measurement of samples and led to too low ph measurements. A scheduled cal 1 (calibration), was performed with a high negative drift as result. The routine aanlyst performed a few two point calibrations afterwards to correct the drift and the ph electrode was inspected but nothing was detected. The cal 1 bottle was nearly empty and replaced, two more calibrations made the abl 735 function again.